Event description:
It was reported that the patient presented at her 4th fitting session with 10 channels showing high impedances. An x-ray showed the electrode to be inside the cochlea and no trauma has been reported. There is no visible swelling over the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.